Manufacturer narrative:
Section d6a: if implanted, give date: not applicable as this is not an implantable device. Section d6b: if explanted, give date: not applicable as this is not an implantable device. Section e1: reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the surgeon that the non-preloaded monofocal intraocular lens (iol) moved forward more tightly than usual while being loaded. During the implantation process, a sudden jerk occurred, leading to a minor crack in the lens and causing pain at the implantation site. Despite this, the lens was successfully implanted in the patient's eye, and the patient is currently stable. The issue was noted during the insertion of the lens into the eye when the cartridge tip came into contact with the eye. Upon follow-up, it was stated that there was no user error and the patient is better now. No further information is available.